Manufacturer narrative:
The reagent lot number was 61488801 with an expiration date of 31-jul-2023. The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 disk analyzer. The initial result was 1.29 miu/ml and was reported outside of the laboratory. On (B)(6) 2022, the patient was redrawn and the result was 11000 miu/ml. The first sample was then repeated and the result was 4467 miu/ml. The reagent lot number was 59546500 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer was unable to determine a cause. He checked the adjustments and ran performance testing. All mechanical and operational checks passed. The investigation is ongoing.